Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not considered at the moment.

Event description:
Parent reports degradation in the child's hearing with the device. There is no report of accident or trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parent reports degradation in the child's hearing with the device. There is no report of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Parent reports degradation in the child_s hearing performance with the device. There is no report of accident or trauma. The recipient was re-implanted.